Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after inflation, it was found that the tubing had entered the blood. Upon removal, the balloon was found to be ruptured". Additional information states that the catheter was removed in its entirety and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a clear plastic bag. Returned with the sample was supplied 40cc inflation driveline tubing; dried blood was noted within the returned inflation driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the section of the iabc bladder membrane; liquid blood was noted within the sheath sidearm. Buckling was noted to the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was noted connected to the iabc luer end. The visible section of the bladder was fully unwrapped. Multiple bends were noted to the iabc central lumen at approximately 11cm, 14.5cm, 23.3cm and 74.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tear-ing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with some force. Upon removal of the sheath, the iabc bladder appeared typical with no visual damage or abnormalities noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of two (2) leak sites consistent with contact from a sharp object were noted on the bladder at approximately 19.7cm and 20.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 14.7cm, 23.5cm and 75cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Blood clot had exited the central lumen with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire into either end. Another attempt to aspirate and flush the catheter was successfully completed after clearing the blood clot. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon was found to be ruptured" is confirmed. During the investigation, two punctures consistent with contact from a sharp object, were found the on the iabc bladder, which allowed blood to enter the helium pathway. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an inservice has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after inflation, it was found that the tubing had entered the blood. Upon removal, the balloon was found to be ruptured". Additional information states that the catheter was removed in its entirety and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".